Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of an infection. There were no additional adverse effects reported. This s-ICD and electrode remains in-service. No further information is available at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of an infection. There were no additional adverse effects reported. This s-ICD and electrode remains in-service. Additional information was provided on 10 oct 2022, it was reported that last week this s-ICD was repositioned, this device had migrated from its intermuscular space causing a huge hematoma. The s-ICD was repositioned, and the device was placed in an antibiotic envelope. The results of the swabs were negative, so there was no infection. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.